Manufacturer narrative:
Based on the results of the analysis, the product malfunction was unable to be confirmed. Service engineer/customer did not respond to gfe (good faith effort) for additional information.

Event description:
Philips received a complaint on the defibrillator indicating that customer needs a quote for battery. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporting address line 1: (B)(6) reporter city: rio (B)(6) reporting address state: (B)(6) reporting address postal: (B)(6) reporting institution phone: (B)(6) reporter phone: (B)(6) a follow up report will be submitted upon completion of the investigation.